Event description:
It was reported that the patient presented at clinic for a right ventricular (rv) lead replacement procedure. Prior to the procedure, it was discovered that the patient's rv lead exhibited noise oversensing. In a few instances, the noise was over-sensed leading to inappropriate identification of ventricular tachycardia/ ventricular fibrillation. During revision, it was noted that the patient's rv lead also exhibited insulation damage. The rv lead was capped on (B)(6) 2025 and successfully replaced. The patient was stable.